Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for follow up. Upon testing, the left ventricular lead exhibited loss of capture. X-ray confirmed lead dislodgement. The lead was programmed off until replacement. The patient was stable and did not suffer any consequences. No intervention was reported.

Event description:
New information received stated that the left ventricular lead was explanted and replaced. The patient was stable throughout.